Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the physician that the catheter was being placed femorally. While removing the stimucath from the pt, the wire started to unravel from the white polyurethane catheter. The physician was able to successfully remove the entire wire from the pt without incident. There were no pt complications reported.